Event description:
It was reported that signal loss over one hour occurred. The patient was working outside, doing manual labor (snow shoving) when she received a signal loss message on her receiver that lasted for more than 30 minutes. During that time, she experienced symptoms of hypoglycemia, crawled to her coworker who drove her to the hospital. Upon arrival, her bg was 40s mg/dl and she was treated with a glucagon (gvoke hypopen) injection. Her glucose increased and she was released an unspecified amount of time later. She was unable to recall any other details. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).